Event description:
It was reported that this pt underwent a declot procedure in the central system in which a pta balloon dilatation of a previously implanted stent was performed. A 7fr introducer sheath was used to insert the pta balloon catheter. While balloon dilatation was being performed, the balloon ruptured and a portion of the balloon separated from the catheter shaft, remaining within the pt. Four inflations were performed. The physician attempted to snare the remaining portion of the balloon, however, after three hours, this proved unsuccessful. Another balloon catheter was used to withdraw the remaining portion of the balloon from the pt. The incident resolved without the need for surgical intervention. The lengthy procedure resulted in poor circulation to the pt's hand, turning it blue. An inflation device was used to dilate the balloon that ruptured. The balloon was reported to be inflated at a pressure of 12-16 atms at the time of rupture. Post-operatively, the pt was sent to the emergency room, treated with heparin and discharged later that day.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the first complaint for this lot number. The balloon and the detached portion of the balloon catheter were returned. The detached portion of the balloon measured approx 10 cm in length. Another small piece from the base balloon was returned separately and measured approx 1.5 cm in length. The catheter appeared stretched and had 7 kinks present. The cross section of the catheter was oval, indicating that possible excessive force was applied, causing the catheter to stretch. A longitudinal split approx 1.5 cm in length was noticed on the proximal end of the attached portion of the base balloon. The event description indicates that the user inflated the balloon to a maximum of 16 atm. This device has a labeled rated burst pressure (rbp) of 12 atm. The user over-pressurized the balloon, causing it to burst. The instructions for use states: "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded". The investigation confirmed for detachment of component and circumferential rupture.